Event description:
Following the need of a routine hemodialysis treatment, the venous pt blood line was attached to the saline bag instead of the arterial pt blood line resulting in the rinseback blood volume returning to the saline bag instead of the pt. Pt reported felling like she was passing out. Nine-one-one was called and the pt was transported to the hospital. Pt received unk volume of saline and released. Hb was 10.2 or 10.6 one week prior to event. Hb at ed was 9.1, then 8.1, on (B)(6) 2012. Epogen dose was increased to 5200units 2x/ week from 2600 units 2x/week. No other medical intervention provided.

Manufacturer narrative:
The cartridge was not returned to nxstage, however, facility staff examined the cartridge and confirmed the venous pt blood line was connected to the saline bag instead of the arterial pt blood line. There is no evidence of a device malfunction. Facility staff attribute event to use error not following correct procedures for cartridge rinseback connections. Re-training has been provided to the operator. Nxstage medical considers this report closed. No additional information will be provided.